Event description:
It was reported that during an implant procedure, the left ventricular lead was found to have dislodged. The lv lead was not used and another lv lead was used to complete the procedure. The patient was stable throughout.

Manufacturer narrative:
The reported event was for lead dislodgement. As received, a complete lead was returned in one piece. Visual inspection of the lead found no anomalies. The s-curve hump height was within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts.